Manufacturer narrative:
This event is being reported as part of a remediation project.

Event description:
It was reported that a mesh has been used for gastroschisis treatment. The neonate patient had a post infection after mesh implantation. 10-12 days after implantation, and after discontinue of antibiotics, patient had fever and infection because seroma passed through mesh and came under skin because the patient had a thin skin layer, infection occured.